Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (30 mg/ml at 8.5 mg/day) and dilaudid (14 mg/ml at 4 mg/day) via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging performed on (B)(6) 2018 and a motor stall/tube set was seen in the stalls. The pump was replaced on (B)(6) 2019. The caller stated that the pump would be sent back for analysis. No further complications have been reported as a result of this event.